Manufacturer narrative:
H10: the device used in treatment has been returned for evaluation. A visual inspection found no defects, the functional evaluation did not establish a relationship between the reported complaints and the device. The device was tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed, with previous instances reported in the previous four years, which are being monitored to determine if additional corrective or preventative actions are required. However, no further action is deemed necessary in relation to this complaint which has now been closed and recorded as no fault found. Failure to charge the described failure mode, failure to charge can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. Once the device temperature drops the device will continue to charge.

Event description:
It was reported that the pump battery would not charge and is only operational if plugged into wall. After trying to charge pump for multiple hours, pump will shut down immediately after a/c cord is removed. Canister full alarm kept coming on event after it was empty. Procedure being performed: open wound on lower right leg.